Event description:
It was reported that the customer experienced a malfunction with their pump, indicated by the error code malf 13, after noticing it was warmer than usual. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. In response, tandem technical support arranged for a replacement pump to be sent to the customer. The customer agreed to use a multiple daily injections backup therapy to ensure continuous insulin delivery and understood the instructions for the transition to the new pump, including putting the malfunctioning pump into storage mode and returning it within 10 days using the provided return box and pre-paid label.